Event description:
It was reported that the reamer of the guide extension epoca came off the shaft during the procedure and had to be removed with pliers. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that the beam and the guide shaft corresponded with the guidelines and drawings. Using the new design with the quick coupling, it was possible to compare the returned device with the existing instrument. The miller could be released. This can be avoided by turning back the mill. The holding power of this guide shaft corresponds with the guidelines. No product error could be found and the exact reason for the event could not be determined. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.